Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Catalog/lot/serial #, exp date, b)(4). Device expiration date: unknown. Device manufacture date: unknown. . OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 bd neutraclear¿ needle-free connector had liquid inside and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: we had 3 claves that had liquid inside and leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 29-sep-2022. H6. Investigation summary: one el-nc1000 sample from lot 22e24-tnv was received for investigation in open packaging. A visual inspection confirmed the customer's experience as there was blood present within the housing of the neutraclear valve. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. The returned sample was subjected to functional testing by flushing with fluid; no occlusion or leakage was observed throughout testing; furthermore, the sample was then subjected to a back pressure test, again no leakage was observed throughout testing. A review of the production records for lot 22e24-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 3 bd neutraclear¿ needle-free connector had liquid inside and leaked. The following information was provided by the initial reporter, translated from french to english: we had 3 claves that had liquid inside and leaked.